Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mem184 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent lens retraction procedure on (B)(6) 2019 and suture was used. The suture coiled during dispensing. The suture snapped at coiled area during use after the fifth bite. Another device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluated by MFR: the actual sample was returned for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected, and the end of the suture was observed cut. Also, the suture was observed wavy. Per condition of the sample the functional test could not be performed. Due to the sample condition, it could not be determined what may have caused the reported incident.